Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: sample received : 3 unopened pouches. There are no previous complaints of this code batch. There are 1,008 units in OEM stock. Suture vertical length in thread of closed samples received are 27.9 cm (37.7 percent length), 28.6 cm (38.5 percent length) and 30.5 cm (41.2 percent length). These values are in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Monofilaments sutures present memory effect but it is a typical characteristic of this kind of threads. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Problem with thread memory.